Event description:
The rptr did back to back blood glucose tests, within minutes, using the same fingerstick tests results were 358, 400 and 200 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that rptr had been using alcohol to clean rptr's meter. No harm was alleged.